Manufacturer narrative:
Reports indicate the incident occurred as a result of the device having made contact with the large stone while being driven at speed. Upon contact the device tipped over forward, with end user, allowing the end-users foot to become trapped between the footplate and ground. This resulted in the end-user sustaining multiple fractures to bones in their foot and ankle. There have been no allegations or claims of a device malfunction to have caused or contributed to the event. Permobil was contacted by the healthcare facility to provide support and technical assistance in the inspection of the suspect device. The device was evaluated and inspected by permobil technicians who established the device was operating according to specification. Investigation concluded the root cause of this incident as being attributed to user error and not related to a product malfunction or deviation. The device has been returned to the end-user with re-education of the user manual that outlines obstacle avoidance in that it could lead to potential injury if to occur. The DHR was reviewed and the device was found to have met specification prior to distribution.

Event description:
Received report claiming as the end-user was driving their device along a gravel road, one of the drive wheels unexpectedly contacted a large stone which reportedly caused the device to turn hard to one side. This sudden turn forced the end-user to lose positioning to lean forward causing the device, with end-user, to tip over forward. Reports indicate the end-user sustained injuries requiring medical intervention.